Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure type: supracervical hysterectomy. According to the reporter: one balloon burst upon filling. One would not stay inflated [(B)(4)]. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the pt cavity. No device fragment was left in the pt.